Manufacturer narrative:
(B)(4). Date sent: 04/16/2020. D4: batch # t5e56k. Device analysis: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after stapling and cutting a vein, using our pvs endograpper, and a vasecr35 load, a pair of staples detached on the part of the piece causing bleeding. They were able to recompose and using a new load, solve the problem without consequences for the patient. Pvs continued to be used several more times during surgery without problems. There were on patient consequences.